Manufacturer narrative:
Investigation results, device analysis the ipg was received for analysis, but communication could not be established with either a known functioning remote control (rc) or clinician programmer (cp). Upon further inspection, the ipg was opened and powered up using an external power supply, which allowed for communication with the remote control. It was confirmed that the ipg was in an elective replacement indicator (eri) state. Additionally, an analysis of the data log revealed that the ipg reached its end of service after 3 months and 25.7 days from the initial programming. The average energy use index (eui) recorded was 5.3, which suggests a theoretical battery lifespan of approximately 5 years, 5 months, and 12.8 days. However, the ipg did not achieve the expected lifetime. Furthermore, the system log indicated a significant voltage drop around august 19, 2025, followed by zero impedance on electrode channel d7 thereafter. An internal electrical measurement indicated excessive sleep current and low resistance at a node where high resistance was expected. This finding confirms that the application-specific integrated circuit (asic) chip is damaged. Such damage is typically caused by the ipg's exposure to external high-voltage or high-current transient sources. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion the allegation that the ipg displayed an end of service (eos) indicator and subsequently failed to establish a connection has been confirmed. Despite multiple attempts, the ipg was unable to communicate. When powered with an external power supply, it was determined that the ipg was in an elective replacement indicator (eri) state, and an analysis of the data log revealed that the ipg did not meet its expected lifetime. Furthermore, the system log indicated a significant voltage drop occurring around august 19, 2025, followed by zero impedance on electrode channel d7 thereafter. The investigation identified that the asic chip was damaged, which contributed to the reported issue. Given the anomalies observed in the data log analysis, it is possible that this damage occurred during the previous lead adjustment revision within the past six months. Such damage is typically caused by the ipg's exposure to external high-voltage or high-current transient sources. Based on these findings, this investigation will assign the probable cause as unintended use error caused or contributed to event.

Event description:
It was reported that the implantable pulse generator (ipg) of the patient was no longer functioning as intended and showed end of service and had difficulty communicating with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the implantable pulse generator (ipg) of the patient was no longer functioning as intended and showed end of service and had difficulty communicating with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.